Event description:
It was reported that when an asymptomatic patient presented in the hospital after receiving multiple appropriate high voltage therapies, post-paced t-wave oversensing on the ventricular lead was observed on stored egms. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was in stable condition.